Manufacturer narrative:
(B)(4). Concomitant medical products: item# 11-104112, mlry-hd por fmrl 12x165mm, lot# 390610; item# 139254, m2a-magnum 42-50mm tpr insrt-3, lot# 484630; item# 157442, m2a-magnum mod hd sz 42mm, lot# 729870. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08777; 0001825034 - 2018 - 08776; 0001825034 - 2018 - 08775.

Event description:
It was reported patient underwent right total hip arthroplasty approximately 6 years ago and is being considered for revision of right hip due to pain. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.